Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away following a cardiac arrest. Nevro attempted to obtain a formal medical assessment regarding the cause of death but none was available. There were no reports of device-related issues from the patient prior to the passing.